Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit had helium gas leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: (B)(6). A getinge field service diagnose and there is no helium leak in the machine. It was found that there was a leak of helium gas around the helium tubing assembly multiple joint. Fse replaced the helium tubing assembly multiple, 1 piece, free as the machine is under the company's warranty. The machine can be used normally. Returned for clinical service upon completion. No patient involvement was there.